Manufacturer narrative:
Follow-up # 1 date of submission 04/09/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/30/2015 with the following findings:visual inspection revealed that the display lens was peeled off and missing from the pump. The pump case was removed and the display screen was found to be cracked. The pump was not able to be powered on due to a missing component on the printed circuit board. Unrelated to the complaint, evaluation revealed that the printed circuit board was detached from the base. The internal motor was also found to be damaged.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The distributor alleged that the display was detached from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).